Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the battery pin not making contact, which was observed during physical inspection and considered confirmed. The two negative battery pins were depressed. The depressed battery pins do not allow for dc operation. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump's battery pins are not making contact. It was also reported there was no patient injury.